Event description:
During implant procedure, the right atrial (ra) lead failed to be removed from the header of the device. The device was not implanted. The patient was stable.

Manufacturer narrative:
The reported event of ra-lead got stuck in device header was confirmed. Analysis revealed the ra-setscrew has been completely stripped by the user/physician. A stripped setscrew will be difficult to loosen with the torque wrench in order to remove the lead. It also cannot be tightened again. The problem was related to the user¿s incorrect use of the torque wrench causing the stripping of the setscrew. No anomalies with the device were found.